Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String looked like it was cut [device physical property issue].case narrative: consumer reported via e-mail that tampon string looked like it was cut when she pulled it out. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String looked like it was cut [device physical property issue]. Case narrative: consumer reported via e-mail that tampon string looked like it was cut when she pulled it out. No injury reported.

Event description:
String looked like it was cut [device physical property issue]. Case narrative: consumer reported via e-mail that tampon string looked like it was cut when she pulled it out. No injury reported.

Manufacturer narrative:
An investigation is in progress for returned product received on october 24, 2022.